Manufacturer narrative:
(B)(4).

Event description:
Further review of the programming history was performed. Date adjustments were performed which revealed that the faulted systems diagnostic test occurred on (B)(6) 2008. Final interrogation was performed on this date showing the change to unintended settings, but the settings were not corrected until (B)(6) 2010.

Manufacturer narrative:
Analysis of programming history.

Manufacturer narrative:
Date of event, corrected data: the initial report inadvertently reported the incorrect date. Describe event or problem, corrected data: the initial report inadvertently reported the incorrect data. Relevant tests/laboratory data, corrected data: the initial report inadvertently reported the incorrect data. Initial reporter, corrected data: the initial report inadvertently reported the incorrect programmer/initial reporter. Type of report, corrected data: the initial emdr inadvertently excluded the checkbox indicating that this is a '30-day' report.

Event description:
During review of the patient's programming history, it was observed that upon initial interrogation on (B)(6) 2004, the patient's settings were at unintended settings. These settings are indicative of a faulted systems diagnostic test occurring. The generator was implanted on (B)(6) 2001, and there is no programming history available between the date of implant and the initial interrogation on (B)(6) 2004. However based on the patient's settings in the available programming history, these settings were likely not intentional. No diagnostic tests were performed prior to the initial interrogation. The settings were reprogrammed and final interrogation was performed prior to the patient leaving the clinic.